Event description:
Complaint description: a high frequency cable sparked, smoked and "popped" during an endometrial ablation. The procedure was completed with a second electro surgical unit ("esu") in addition to a different high frequency cable. There were no injuries related to the occurrence.